Event description:
It was reported that patient underwent a generator explant due to an infection. The patient had recently undergone a generator replacement. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.